Event description:
It was reported that, the pacemaker system triggered a lead safety switch due to low pacing impedances out of range on the right atrial (ra) lead. The patient was seen on the clinic and boston scientific technical services recommended to perform isometrics, pocket manipulation and serial impedances in bipolar to see if any out of range measurements are seen. This ra lead remains in service. No adverse patient effects were reported.